Manufacturer narrative:
The contribution of the devices to the experiences reported could not be determined as the devices were not returned for evaluation.

Event description:
Patient presents with pain from an undetermined origin. No reported revision of components was received. This event report was received through clinical data collection activities.